Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 120 mg/dl. The customer stated that they putting in the amount of insulin it kept scrolling down without input. The customer was performed self and displacement test and it was passed. The insulin pump will not be returned for analysis.